Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent excision of skin tumors on (B)(6) 2024 and suture was used. The patient came to the hospital for treatment and was diagnosed with a "skin mass". Surgery was performed to remove the mass. However, during the suturing process, the doctor found that the problem of pulling off suture needle happened. They immediately stopped usage and replaced with a new suture of the same origin, batch number, and model. In subsequent operations, no similar issues were found for the same batch of suture. Additional information has been requested.